Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine follow-up evidence of right ventricular (rv) lead noise and intermittent high out-of-range pace impedance measurements stored in device memory. There were no instances of inappropriate therapy but the physician elected to disable shock therapy pending revision. A procedure was later performed at which time the lead was tested via programmer and pacing system analyzer (psa) but the labile impedances could not be reproduced. The rv lead was explanted and replaced. The physician elected to explant and replace the device as well to avoid an additional procedure in the future; the device was subsequently discarded. It was reported the patient is not pacemaker dependent. No adverse patient effects were reported.